Event description:
(Same literature: #51581, #51582, #51584, #51585) catheter cardiovasc interv. 2024;103:863-872 title: retrograde chronic total occlusion percutaneous coronary intervention via ipsilateral collaterals excerpt: 2 / methods 2.1 / patient population we compared the baseline clinical and angiographic characteristics, and procedural outcomes of retrograde cto pcis between cases that used iec versus all other collaterals at multiple us and non[?]us centers between 2012 and 2023 in the progress[?]cto registry (prospective global registry for the study of chronic total occlusion intervention; clinicaltrials.gov identifier: nct02061436). Cases with missing data on crossing strategies were excluded (figure s1). 2.2 / definitions in[?]hospital mace included any of the following adverse events before hospital discharge: death, mi, recurrent symptoms requiring urgent repeat target[?]vessel revascularization with pci or coronary artery bypass graft (CABG) surgery, tamponade requiring either pericardiocentesis or surgery, and stroke. Mi was defined using the third universal definition of myocardial infarction (type 4a mi). Procedural complication was defined as in[?]hospital composite of death, acute myocardial infarction, stroke, repeat pci, emergency coronary artery bypass surgery, emergency surgery, tamponade, pericardiocentesis, equipment loss/entrapment, perforation, vascular access complication, dissection/thrombus of donor artery, bleeding, contrast induced nephropathy, aortocoronary dissection, radiation skin injury, acute closure of cto target vessel, and unplanned revascularization. 3 / results between 2012 and 2023, 4466 retrograde cto pcis were included in the progress[?]cto registry. Iec was attempted in 191 (4.3%). Of the 191 iec cases, the epicardial collateral was successfully wired in 50%. The most used guidewire to cross iec was the suoh [?]3 (asahi intecc), followed by the sion wire (asahi intecc) (figure 1). The most frequently used microcatheter was the caravel (asahi intecc), followed by turnpike lp (teleflex) (figure 2). Technical (76% vs. 79%, p = 0.317) and procedural (74% vs. 77%, p = 0.281) success and mace (5.9% vs. 4.7%, p = 0.427) were similar between the two groups. However, iec cases had higher incidence of periprocedural complications (25.8% vs. 16.4%, p = 0.0008). The incidence of perforation (17.3% vs. 9.0%, p = 0.0001), pericardiocentesis (3.1% vs. 1.2%, p = 0.002), and dissection/thrombus of donor vessel (3.7% vs. 1.2%, p = 0.002) were significantly higher in the iec group (figure 3). The most common perforation site was the epicardial collateral (42%), followed by the cto target vessel (33%). Perforations occurred during retrograde crossing attempts in 48% of the perforation cases and during antegrade wiring attempts in 15% (table 4). Table 1 clinical characteristics of the retrograde cto pci patients classified according to retrograde crossing via ipsilateral collaterals versus other retrograde conduits. Retrograde crossing via ipsilateral epicardial collateral, n = 191 retrograde crossing via other retrograde conduits, n = 4275 age : retrograde crossing via ipsilateral epicardial collateral --- 66 ± 10, retrograde crossing via other retrograde conduits --- 65 ± 10, p value = 0.173 men : retrograde crossing via other retrograde conduits --- 82%, retrograde crossing via other retrograde conduits --- 84%, p value = 0.739 figure 1 wires used for ipsilateral collateral crossing. Suoh 03 --- 39%, sion --- 29%, sion black --- 11%, other --- 21% figure 2 mcs used for ipsilateral collateral crossing. Caravel --- 43%, turnpike lp --- 25%, finecross --- 9%, corsair pro --- 8%, other --- 15% figure 3 comparison of outcomes and periprocedural complications of retrograde chronic total occlusion percutaneous coronary intervention via ipsilateral epicardial versus other connections. Mace: ipsilateral collaterals --- 5.90%, other retrograde conduits --- 4.70%, p=0.427 procedural complications: ipsilateral collaterals --- 25.80%, other retrograde conduits ---16.40%, p=0.0008 perforation: ipsilateral collaterals --- 17.30%, other retrograde conduits --- 9.00%, p=0.0001 dissection/thrombus donor vessel: ipsilateral collaterals --- 3.70%, other retrograde conduits --- 1.20%, p=0.002 pericardiocentesis: ipsilateral collaterals --- 3.10%, other retrograde conduits --- 1.20%, p=0.018 table 5 procedural outcomes of retrograde cto pci cases classified according to retrograde crossing via ipsilateral collaterals versus other retrograde conduits. Retrograde crossing via ipsilateral epicardial collateral, n = 191 retrograde crossing via other retrograde conduits, n = 4275 mace: retrograde crossing via ipsilateral epicardial collateral --- 5.9%, retrograde crossing via other retrograde conduits --- 4.7%, p = 0.427 procedural complications: retrograde crossing via ipsilateral epicardial collateral --- 25.8%, retrograde crossing via other retrograde conduits --- 16.4%, p = 0.0008 death: retrograde crossing via ipsilateral epicardial collateral --- 0%, retrograde crossing via other retrograde conduits --- 0.9%, p = 0.184 acute mi: retrograde crossing via ipsilateral epicardial collateral --- 0.5%, retrograde crossing via other retrograde conduits --- 1%, p = 0.493 stroke: retrograde crossing via ipsilateral epicardial collateral --- 0%, retrograde crossing via other retrograde conduits --- 0.2%, p = 0.525 repeat pci: retrograde crossing via ipsilateral epicardial collateral --- 0%, retrograde crossing via other retrograde conduits --- 0.3%, p = 0.412 emergent CABG: retrograde crossing via ipsilateral epicardial collateral --- 0.5%, retrograde crossing via other retrograde conduits --- 0.2%, p = 0.249 emergent surgery: retrograde crossing via ipsilateral epicardial collateral --- 0%, retrograde crossing via other retrograde conduits --- 0.1%, p = 0.672 tamponade: retrograde crossing via ipsilateral epicardial collateral --- 3.1%, retrograde crossing via other retrograde conduits --- 1.7%, p = 0.150 pericardiocentesis: retrograde crossing via ipsilateral epicardial collateral --- 3.1%, retrograde crossing via other retrograde conduits --- 1.2%, p = 0.018 equipment loss/entrapment: retrograde crossing via ipsilateral epicardial collateral --- 0.5%, retrograde crossing via other retrograde conduits --- 0.7%, p = 0.722 perforation: retrograde crossing via ipsilateral epicardial collateral --- 17.3%, retrograde crossing via other retrograde conduits --- 9.0%, p = 0.0001 vascular access complication: retrograde crossing via ipsilateral epicardial collateral --- 1.1%, retrograde crossing via other retrograde conduits --- 1.3%, p = 0.773 dissection/thrombus of donor vessel: retrograde crossing via ipsilateral epicardial collateral --- 3.7%, retrograde crossing via other retrograde conduits --- 1.2%, p = 0.002 bleeding: retrograde crossing via ipsilateral epicardial collateral --- 0%, retrograde crossing via other retrograde conduits --- 0.9%, p = 0.184 contrast[?]induced nephropathy: retrograde crossing via ipsilateral epicardial collateral --- 0.5%, retrograde crossing via other retrograde conduits --- 0.4%, p = 0.743 aortocoronary dissection: retrograde crossing via ipsilateral epicardial collateral --- 0%, retrograde crossing via other retrograde conduits --- 0.5%, p = 0.343.